Event description:
A (B)(6) male pt contacted zoll customer support to report that monitor would not completely power up and was resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up completely and resetting) has been confirmed. Upon evaluation, it was found the flash memory was corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.